Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was taken and the physician explanted the patient's scs lead and implanted a new lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system electrode was exhibiting high/invalid impedance in all the contacts, as a result, the patient does not have any stimulation therapy. X-ray images showed the electrode has changed its position. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
As received the visual inspection of lead found one terminal electrode missing but passed the continuity test. The damage is consistent with the overstress conditions or sudden event the lead was subjected to while in vivo.